Manufacturer narrative:
E.1 initial reporter phone # (B)(6). E.1. Initial reporter addr 1: no. (B)(6). H.6 investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were taken and visually inspected, and no cracked barrels were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 3087199 and the ¿as reported¿ defect code.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe there was a crack in the needle handle of the arterial blood collection device. No patient impact. The following information was provided by the initial reporter: " the nurse found a crack in the needle handle of the arterial blood collection device when drawing arterial blood from the patient."